Manufacturer narrative:
(B)(6). Section d4: complete device identification information was not provided. Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on on behalf of a healthcare facility that two mr290v vented autofeed humidification chamber provided as part of the rt380 adult dual heated evaqua2 breathing circuit, was reported to have holes at the base of the chamber. There was no reported patient consequence.